Manufacturer narrative:
The device history record (DHR) for lot 2509000181 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that the double lumen PICC leaked at second lumen under hub closest to patient. Neonatal nurse practitioner (nnp) was notified, the PICC was discontinued, blood culture for piv insertion was sent, vancomycin x1 given. The customer further stated there was no patient harm reported. Additional information was received from the customer and stated that they believe that the vancomycin was given prophylactically when the line was discovered to be leaking. The customer also mentioned they don't have any additional information on the blood culture report.

Manufacturer narrative:
Additional product code (section d2a): ljs. An investigation is currently underway. Upon completion, the results will be forwarded.